Event description:
Complainant alleged that during a routine shift check by a clinician the device's defib output was incorrect and then the device did not power up. Complainant indicated that there was no patient involvement in the reported malfunction.